Manufacturer narrative:
(B)(4). Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment (ilpc441u) fractured during implant removal. The fractured abutment was discarded.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A certain® low profile one-piece abutment 3.4mm(d) x 1mm(h) (ilpc441u) was not returned. It was discarded by the customer. Visual/functional inspection could not be performed. No pictures or x-rays images were provided. No device lot number was provided so a device history record review could not be performed a complaint history review by item number was conducted for the ilpc441u dating back to 12 months. The complaint history review revealed that there are no existing non-conformances / CAPA/hhe/d/ie/ product holds for the reported device related to the reported event. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: applicable information can be found in the warnings, precautions, and potential adverse effects sections. Complaint reported that the abutments fractured during implants removal. The reported complaint was non-verifiable, as the product was not returned for investigation and could not be evaluated for the reported malfunction based on the information available. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.